Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803 versys femoral head 62573504; 65875304801 shell with cluster holes 62560057; 00811400010 versys femoral stem 62695753. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient's right hip was revised approximately 8 months post-implantation due to dislocation. No further information has been provided.